Event description:
It was reported when using the pyxis medstation es system experienced a failure with its remote manager, which was unable to recover due to insufficient storage space. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the remote manager was unable to detect proximity. A field service engineer cleaned the microswitches, crimped spade connectors and applied carbon grease to latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.